Manufacturer narrative:
Siemens filed the initial MDR 2517506-2019-00192 on 03-may-2019. Corrected information (06-may-2019): miu/ml is the unit of measurement for the results provided in section b6 of the initial MDR. Section b6 was updated to reflect the corrected information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely low human chorionic gonadotropin (hcg) result was obtained on a dimension exl 200 instrument. The customer reported that quality controls were within acceptable ranges on the day of the event. Siemens advised the customer to review results when sample indices are flagged with error messages. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse replaced the reagent 2 syringe motor and level sense cable. Siemens further investigated the issue and determined that the "abnormal assay" flag triggered on the patient sample indicated a low protein content in the sample; based on this information, a siemens specialist determined that the sample used to obtain the discordant, falsely low hcg result was potentially short, which potentially contributed to the discordant result. Since the instrument was performing according to specifications prior to the cse visit, it is unknown if the level sense cable contributed to the short sampling. The customer did not inspect the sample after obtaining the error message on the sample indices to determine whether a sample issue existed. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low human chorionic gonadotropin (hcg) result was obtained on a patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s), who questioned the result. On (B)(6) 2019, the patient's blood was redrawn; the new sample and initial sample were tested on the initial instrument, resulting higher. The repeat result and the result obtained on the new sample were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low hcg result.